Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator shut down, whilst on patient and error message ¿device failure¿ was shown. Came back on but not ventilating. No patient health consequences have been reported.

Manufacturer narrative:
The investigation was based on the reported event and log file analysis of the affected evita v800 with serial no. (B)(6). The reported event could be confirmed. The investigation of the provided log file confirmed that the gas dosing module m1.3 losses function also at the reported time. The safety software initiated two reboot sequences which did not resolve the issue. The affected device reacted as specified and alarmed to alert the user with appropriate high priority alams. Onsite the dräger service replaced pba m1.3 and flex connector (gas dosage) which resolved the issue. The replaced parts were requested but not yet received for further investigation. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a detected deviation regarding operation of the ventilation unit, the safety software triggers a synchronized restart of the ventilation unit and the display unit (ecd) in order to reset the system to a specified state. During restart sequence the ventilation is temporarily interrupted and the safety valve is opened to the ambient allowing the patient for spontaneous breathing. The restart sequence will be indicated by activated auxiliary auditory alarm (piezo speaker of the ventilation unit). Single restart sequence of the ventilation unit takes up to 8 seconds until evita v800 is automatically initiating to resume the ventilation with the latest settings. The restart sequence of the ecd may take up to a maximum of 1 minute. If the gas dosing module m1.3 losses functioning completely, ventilation cannot be started anymore and the safety valve remains opened to the ambient. The previous warmstart as well as the gas dosage malfunction will be indicated by evita v800 by prompting the respective visual and auditory alarms. No patient health consequences have been reported. Dräger service successfully checked the device functions according to manufacturer protocol after completion of the repair measures. The number of similar cases in the field reporting a persistent hardware malfunction of pba m1.3 and a resulting inoperable gas dosing module is very low and within the accepted range assessed by responsible product quality board. The complaint investigation did not reveal any new or additional risk than already considered by the device risk management file.

Event description:
It was reported that the ventilator shut down, whilst on patient and error message ¿device failure¿ was shown. Came back on but not ventilating.no patient health consequences have been reported.